Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 25626. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from 2024-01-31 and 2024-01-31 were investigated. It could be found a infusion with several rates. Upstream, air bubble, and pressure alarm occurred during the infusion. The reason for the alarm could not be clarified. No other abnormalities were found. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage are to locate. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,42 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,01 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,98 bar (should be: 1,8-2,5 bar). Pmin: is: 1,63 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,96 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,07%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification). 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield and the bottom inner frame. No other visible damage was found. (Pictures are attached to the pc notification). 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika, mh3151, qf04198. 3.8 for examination used disposables: description: ref.: lot: infusomat space line, 8700036sp, 23m24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in spain: the device was programmed for continuous infusion of dobutamine and running for hours during night but it was not infusing (with full container) and it did not raise an alarm. The patient has presented adverse effects, as tachycardia and hypertension, due to underdosing. "